Manufacturer narrative:
The reason for this revision surgery was dislocation after 3 days in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 22 prior complaints against this part number; with 5 of those complaints with the same failure mode, "dislocation." This is the first complaint against this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to dislocation and instability.

Manufacturer narrative:
(B)(4).